Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted the helix was extended with tissue entwined in the helix. Blood/body fluid was also noted in the helix housing. The tip portion of the lead, including the helix, appear intact and undamaged. Cuts were also noted in the insulation. The lead passed continuity and hipot testing which confirmed the electrical integrity and the inner insulation integrity as well. The lead failed a pressure test due to cuts in the insulation. Analysis was unable to confirm the allegations made against the lead in the field.

Event description:
It was reported that this right ventricular (rv) lead had dislodged causing loss of capture, high thresholds, and a drop in amplitude measurements. The patient was reported to have experienced pain and a procedure was later performed to reposition the lead. During the procedure, the rv lead kept dislodging so the physician decided to explant and remove it from service. No additional adverse patient effects were reported.